Event description:
It was reported that in central processing, a cable was broken on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage. An additional observation not reported were scratches on the surface of the distal pulley. An additional finding was a scratch on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of tube abrasion with material removed could likely cause or contribute to an adverse event if the failure mode were to recur.